Event description:
It was reported by the rep that the device was used during an unknown procedure. It was reported by the general surgery coordinator the surgeon used the linear stapler during a thoracic procedure. It did not perform to the surgeons expectations. It is unknown if there was a consequence to the pt.